Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.